Manufacturer narrative:
Block h6 device code a090208 is being used to capture the reportable event of scope poor quality image.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2025. During the procedure, water was observed on the lens. The physician attempted a lens wash; however, this did not resolve the issue, and a clear image could not be obtained on the screen. The lens and camera were manually cleaned, but the droplets remained. The procedure was completed using the original device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2025. During the procedure, water was observed on the lens. The physician attempted a lens wash; however, this did not resolve the issue, and a clear image could not be obtained on the screen. The lens and camera were manually cleaned, but the droplets remained. The procedure was completed using the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a090208 is being used to capture the reportable event of scope poor quality image. Block h11: the device was not returned for analysis; however, the customer provided some pictures. A media inspection was performed, where it can be observed an image from the procedure with a honeycomb effect and with some dots across the screen. Based on all gathered information, the probable cause selected is cause not established, since the product was not returned for analysis to identify any defect with the device. Without proper evaluation of the device, it remains unknown the most probable cause.